Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that the fenestrated bipolar forceps instrument's black colored fibers appeared to have come out of the wrist of the instrument and would not hold the tissue. The planned surgical procedure was completed. There was no report of fragments falling into the patient. No physical damge to the patient occurred. The damage to the instrument was identified on time and removed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's conductor wire was broken. The conductor wire was broken at the distal end. The instrument failed electrical continuity testing. Failure analysis investigation also found the following: the instrument's bipolar yaw pulley was broken. The yaw pulley was missing a small piece on the same side as the conductor wire breakage. The grip cable crimp was dislodged as a result of the damage. As a result, the yaw motion was non-functional. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. The instrument's pitch cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley and frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.